Manufacturer narrative:
Exact date unknown, event occurred three months prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 21514415.

Event description:
It was reported that the patient was experiencing inadequate pain relief and strong stimulation which caused more pain. The patient underwent a revision procedure wherein the ipg and paddle lead were replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility.